Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported to that a (B)(6) year-old african american patient who underwent primary breast augmentation surgery with two 425cc mentor smooth round moderate plus profile saline breast implants experienced anxiety attacks, chest pain, muscle joint pain, brain fog, depression. Sweating. Vision blur. Insomnia, neuropathy and breast implant illness post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Additional information was received 10/14/2020, patient has a planned explantation on (B)(6) 2020. Weight of the patient is 170.0 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness . H6 patient code 3191: medical device removal . Manufacturer¿s reference number: (B)(4).